Manufacturer narrative:
The customer observed a false positive result for one patient when using architect total b-hcg, list number 7k78-30, lot number (B)(4) on their architect i2000sr analyzer. No patient sample was available for return. A review of tickets determined that complaint activity for the lot is normal and there are no trends identified for the product. Accuracy testing was performed with a file kit of lot (B)(4) and all specifications were met indicating that the lot is performing acceptably. A review of manufacturing records showed the lot met specifications prior to release. Historical performance of the architect b-hcg assay was evaluated using world wide data from abbott link from (B)(6) 2016 to (B)(6) 2017. This review confirms no issues for this assay or lot (B)(4) in the field. Labeling was reviewed and found to adequately address the customer's issue. There was no product deficiency identified, however a malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Correction serial # from (B)(4) to blank and lot # from blank to (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer stated that the architect analyzer generated falsely elevated bhcg results on one patient. The results provided were: (B)(6) = 613.05 miu/ml / repeated on same analyzer = 9.5 miu/ml / a new sample also gave a low result (not provided). There was no reported impact to patient management. There was no additional patient information provided.